Event description:
It was reported that the device was used during a nephrectomy. The surgeon claimed our stapler malfunctioned in 2008. The patient died as a result of a laceration. The hospital is retaining the device. No further details will be provided until the hospital has completed their investigation.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.